Manufacturer narrative:
510k: this report is for an unknown femoral nail. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it is reported patient was implanted with the a2fn femoral nail on unknown date. On unknown date it was noted the nail was broken. Patient was returned to surgery on (B)(6) 2017 where surgeon removed the a2fn nail and revised the patient to a proximal femoral nail antirotation (pfna). No issues were reported during that procedure. After the procedure was completed, it was noted that the helical blade was not locked and the gap was clearly visible. Patient was returned to surgery on (B)(6) 2017 where surgeon removed and replaced the helical blade. Surgery was completed successfully. Revision for broken a2fn is addressed in this complaint. Revision of helical blade is addressed in (B)(4). This report is for one (1) unknown a2fn femoral nail. This is report 1 of 1 for (B)(4).